Event description:
Customer reported a malfunction with their pump, as the screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to check and ensure the pump was not connected to a power source and to try various steps including plugging the pump into a known working charger, but the pump did not turn on. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as backup therapy. The customer was guided on putting the pump into storage mode and agreed to return the faulty pump using a pre-paid label.